Manufacturer narrative:
Device was returned. External visual inspection was performed on the cycler with no physical damage noted. Visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. Visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Functional display failed; dim screen was due to an internal short present transformer on the inverter board. A good inverter board was installed and the failure was verified. A pre ast 15mins 1000ml simulated treatment was performed. During step 1, the pressure deflated; would not continue to step 2. The screen diagnostics shows the cassette switch is not recognized and door switch remains in open mode causing a loop at step 1. Readjusted switch: the door switch was recognized when the cassette was inserted inside the cassette compartment. A 2nd pre-ast 15mins 1000ml simulated treatment was completed without failures or problems. Removed functioning inverter board from the front panel screen display assembly at the completion of the investigation. Replacing inverter board is recommended. Visual indications of dried fluid found in between of the pump assembly, display assembly and within the recess of the bottom cover adjacent to the pump during internal inspection. Cause of the observed dried fluid could not be determined. Investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Device history record review was performed and verified that the results of the in progress and final quality control testing met all requirements. The reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a close cassette door message before step 1 of setup. The cassette door was closed and the cycler was rebooted, however the message reoccurred. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.